Event description:
It was reported that the patient had experienced high blood glucose of 143 mg/dl event on (B)(6) 2026.the patient had high blood glucose for more than four hours and the high blood glucose was treated with manual injection / insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.